Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post implant, the implantable pulse generator (ipg) device exhibited a setscrew problem. The leads could not be attached properly. The device was explanted and replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged right ventricular grommet. The returned device indicated a loose/detached right ventricular set screw that had a damaged head and foreign material found in the setscrew socket. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.